Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call, customer was having issues with high blood glucose levels. Customer's blood glucose started at 404 mg/dl, current 511 mg/dl. Customer's symptoms were stomach aches. Troubleshooting was performed and customer's mother declined to check: settings, for leaks, and for air bubbles. Customer's mother did perform high pressure test and the device passed. Customer's mother was advised to change the entire set, reservoir, and insulin. The device is not returning for analysis.